Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "balloon-assisted enteroscopy for retrieval of small intestinal foreign bodies: a kasid multicenter study". The literature reported the result of 34 patients of the balloon-assisted endoscopy (bae) procedure using olympus small intestinal videoscope sif-q180 or fujinon enteroscope en-450-t5 or en-580t from april 2005 to june 2017. In the subject cases, perforation occurred in one patient. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc will submit a medical device reports (MDR) depending on the event.